Event description:
As reported by edwards japan affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, an access vessel dissection with e-sheath insertion was reported. While the operator was advancing an e-sheath, the e-sheath got stuck in the external iliac artery (eia). The vessel was dilated with a 14fr introducer, and the e-sheath could be advanced further. A 23mm sapien 3 valve was deployed per instruction. When the e-sheath was removed, digital subtraction angiography (dsa) revealed dissection in the eia and at the access site in the femoral artery. As a treatment, percutaneous transluminal angioplasty (pta) was performed. Hemostasis was achieved and stent(s) was placed in the dissection. The procedure was completed. There was no damage found on the e-sheath. Per the physician, the degree of calcification and tortuosity in the eia and the femoral artery was more than originally anticipated, which resulted in dissection.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.